Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, myopotential oversensing was observed on the device. Technical support was contacted and provided reprogramming suggestions, however, no intervention has been performed at this time. Reprogramming is anticipated to be performed at follow-up. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event.